Event description:
Through implant patient registry it was learned that a 27mm 3300tfx valve in the aortic position was explanted after an implant duration of seven (7) years, twenty-seven (27) days due to unknown reason. The explanted valve was replaced with a 27mm 11060a valved conduit. Per pathology report, explanted aortic valve had minimal adherent red-pink friable possible clotted blood. No discrete masses, vegetation, or nodular calcifications noted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Event description:
Through implant patient registry it was learned that a 27mm 3300tfx valve in the aortic position was explanted after an implant duration of seven (7) years, twenty-seven (27) days due to enlarging ascending aortic aneurysm and valve thrombus. The patient was asymptomatic. The explanted valve was replaced with a 27mm 11060a valved conduit. The patient was in stable condition post procedure and discharged on pod#8. Per information received, intra-op tee identified extensive thrombus on aortic valve leaflets. Per pathology report, explanted aortic valve had minimal adherent red-pink friable possible clotted blood. No discrete masses, vegetation, or nodular calcifications noted.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.